Manufacturer narrative:
Further review showed that the sosd alert was detected prior to the reported external defib. The cause of damage to the transistors remains unknown. It is believed that the cause of the sosd alert was due to a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported alert for possible output circuit damage was confirmed in the laboratory. It is believed that the cause of the alert was due to external defibrillation. Analysis confirmed that the transistors within the high voltage output circuitry were damaged. It is unknown whether the damage occurred during delivery of external shock or a shock generated by the device during explant.

Event description:
It was reported that the patient received external defibrillation and an alert stating possible output circuit damage was noted. It was noted that the cause of death was due to septic shock and multi organ failure. The device was capped and replaced.